Event description:
The 70 year old patient had radical prostatectomy for prostate cancer in 1987. In may 1990, he had a dynaflex penile prosthesis inserted. It became malfunctional in april 1992. An amsi 608 malleble prosthesis, 20cm without extenders, was implanted in its place march 26, 1993.backgoundduring the procedure, the right dynaflex cylinder was tested and was found to be functional. The left cylinder was found to be nonfunctional; it would not inflate.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: component failure, mechanical problem, other. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.